Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Healthcare professional reported right side "pain in breast," "swelling," "hardening of implant," "implant displacement," "anteriorization of the closing pads," "seroma," "capsular contracture," "accommodation folds," and due to "recall, presenting complication and needs the explant for protheses replacement". Device remains implanted.